Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Reportedly, customers bg was high, elevated bg was addressed with manual insulin injection. Customer¿s blood glucose level was "high" mg/dl.